Manufacturer narrative:
This lead remains implanted and thus is not expected to be returned to bsc. No further information has been made available at this time. Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.